Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the procedure, the flap thickness was too large resulted in thick flap from the planned flap during lasik surgery in left eye of the patient. There was patient contact reported. The patient was recovered with persistent condition. There are multiple related reports for this facility. This report addresses a unknown patient, left eye and additional manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the potential day of treatment shows all system functions were within specifications. The energy was stable during the whole day. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No treatment report nor oct was found in documentation to reflect thick flap. For left eye for the patient who's treatment report is attached to the complaint, another file was already analyzed. Root cause for this event could not be identified conclusively. An inappropriate insertion of the patient interface, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).